Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt on the same day. According to the complainant, during the procedure the tome would not bow. The procedure was successfully completed with another jagtome rx sphincterotome device. No pt complications were reported as a result of this event. The pt's condition was reported to be "fine."

Manufacturer narrative:
Complainant reported that the device would not bow. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.